Event description:
Initial result for a pt calciuim was 8.3 mg/dl. When repeated, the result was 9.2 mg/dl. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the incorrect result.